Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient collapsed and became unresponsive. The patient reportedly expired due to a cerebral hemorrhage. Additional information was requested but was not provided.

Manufacturer narrative:
Approximate age of device: 6 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital (B)(6). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
A correlation between the patient¿s reported hemorrhagic stroke and the findings during the evaluation of the device could not be determined. The device was returned assembled with the driveline returned intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Visual examination of the sealed outflow conduit and sealed inflow conduit revealed no evidence of thrombus formations or depositions. Evaluation of the device upon disassembly revealed no depositions that would have contributed to a functional issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating the events that occurred 4 to 6 weeks prior to the cerebral hemorrhage. The patient's hemoglobin level was lower for a couple of months that was not related to bleeding. Serum iron levels were slightly low. Inj ferriject was administered without any success. The patient's hemoglobin reportedly went lower. All causes were investigated but no active site of bleeding was found. The patient received blood transfusions; hemoglobin values of greater than 10 g/dl were reported. On the day of the cerebral hemorrhage the patient reportedly felt unwell, felt tired, and went upstairs in order to go to sleep. At an unspecified time the patient later came back downstairs. The patient collapsed and unilateral facial drooping was reported. A CT scan revealed catastrophic intracerebral bleed. No evidence of trauma was reported. The patient was taken to the nearest hospital. The vad parameters were within acceptable range at the time. No further information was available.